Event description:
The customer reported settings were not responding to navigation ring and only to the touchscreen. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed and duplicated the reported failure. The field service engineer (fse) performed troubleshooting and reviewed the diagnostic logs per the service manual and determined the navigation ring was not working. The (fse) replaced the front bezel to resolve the issue. The unit was tested and it was returned to service.

Manufacturer narrative:
The front bezel was returned for failure analysis. Failure investigation is not required. Previous investigations have shown that liquid ingress due to the variability of the assembly process can cause the navigation ring to fail. Nothing more can be learned from the part returned until design is changed.